Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited isolated spikes in the automatic threshold measurements from the right ventricular (rv) lead. All other sensing parameters and impedances were stable and in-range. Out of caution, the physician contacted boston scientific technical services (ts) for a data review, and it was confirmed there was previous evidence of loss of capture, in addition to the occasional elevated threshold measurements. Ts suggested these observations could be result of a change in the patient's condition, which was supported by remote monitoring health trends indicative of worsening heart failure. Nevertheless, ts recommended evaluating the rv lead mechanical integrity and positioning at the next in-clinic follow-up appointment, via provocative maneuvers, isometrics, and x-ray imaging. It was noted that the patient will be seen for a normal follow-up appointment, where manual system testing would be performed. At this time, the ICD system remains implanted and in-service. No adverse patient effects were reported.